Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient experienced an unknown sensor issue which occurred the day the sensor had been inserted into the abdomen. On (B)(6) 2023, the patient reported being hospitalized due to a hypoglycemic event. The evening before the patient was hospitalized, her cgm was reading 70 mg/dl and the patient had 3 units of active insulin on board via her insulin pump (brand not specified). The patient self-treated by eating banana cream, candy, and peanut butter to compensate; the patient then went to sleep. The patient also stated that she was being treated with cough syrup the contained codeine for pneumonia and while sleeping, the patient did not hear her dexcom (pump receiver) alert that she was dropping low. The patient only recalls trying to wake up and stand but being unable to, resulting in her falling. The patient¿s son found the patient and called for an ambulance. Once ems arrived, the patient was treated with glucose gel and transported to the ER. No cgm/bg meter reading were provided for this event. The patient¿s discharge date/time from the ER is unknown. The patient was in good condition at the time of report. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.